Event description:
Approximately 3 months prior to this report, the patient had bulging in her lumbar spine and they thought it was medication pooling at that location; the physician was thinking that the catheter had pulled out of the intrathecal space. It was determined by the physician that the pump was not working and they programmed the pump to minimum rate. A catheter dye study was done on the date of this report; the catheter had not pulled out of the intrathecal space and everything was intact. They had received the information via a verbal report, but were still waiting for the official report. They planned to re-prime the catheter in a few days since the doctor wasn¿t there to prescribe the dose. The device system was delivering morphine. On (B)(6) 2015, they were re-priming the catheter and starting the patient on infusion therapy. They had received the official report from the dye study and the infusion system was intact. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information: the patient had been having increased pain. The dye study showed no evidence of pump malfunction. The cause of the bulge was unknown. When the patient was seen on (B)(6) 2014 for reprogramming, the patient was started with 0.1 mg/day and would continue to follow-up for dose adjustments. The patient was seen by neurosurgery the same day and the neurosurgeon agreed that they should continue with the therapy. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).